Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2009. It was reported that a low battery warning was observed on the programmer for the pt's ipg. Based on the program parameters, the ipg battery appears to be exhibiting passivation. The warning message was successfully cleared on the pt's programmer. No surgical intervention was required to resolve this matter.